Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention interventional procedure using a 6f sheath. Reportedly, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for this lot was not performed since the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.